Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. This is same patient as in (B)(4).

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. The patient was not hospitalized for the peritonitis. On an unreported date, the patient began treatment with injection (inj.) Ceftazidime (1 gram, intraperitoneally (ip), frequency not reported) and inj. Cefazolin (1 gram, ip, frequency not reported) for peritonitis. At the time of this report, the patient was recovering from the peritonitis. The action taken with pd therapy was not reported. Additional information was requested but was not available at this time. This is report 2 of 3 involved in this event.